Event description:
Product was returned as implant failure at 6 months. Based on the report, patient does not have any medical history, oral hygiene was described as good, and bone condition was described as poor. Surgery was traditional 2 stage on tooth #15, and no bone augmentation material was used. Doctor indicated that the implant came out as he was removing the healing abutment; the implant failed to integrate. He also stated that the device was not damaged or defective such that it failed to perform as intended.